Event description:
The service repair tech reported that the power cord on the neptune rover was cut at the plug and the copper wiring was exposed. There were no adverse consequences reported.

Manufacturer narrative:
The field service tech replaced the plug and returned it to service.